Manufacturer narrative:
(B)(4). Evaluation, results: gi bleed.

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid lad. It is reported that the patient suffered a gastrointestinal (gi) bleed approximately 2 months post index procedure. The patient received a blood transfusion. It is reported that the patient recovered with treatment. In the investigator's opinion, the event was not related to the study device or the study procedure. It is reported that the patient suffered another gastrointestinal (gi) bleed approximately 2 weeks later.